Event description:
It was reported to cook that a cook wayne pneumothorax catheter was malpositioned during the insertion procedure. The patient had been diagnosed with a pleural effusion, a hemothorax with serosanguinous fluid. The diagnosis was made using computed tomography. The clinician did not indicate that the patient had a medical condition that would affect the procedure or successful intended use of a drain. The patient's antithrombic medication was adjusted or suspended prior to the procedure. The cook wayne pneumothorax catheter was used emergently and was placed while the patient was in the intensive care unit (ICU). No imaging was performed during the device placement. The anatomic location of the cook wayne pneumothorax catheter placement was the right chest superior to the 5th rib anterior axillary line. A catheter over needle (trocar) technique was used. It was reported that the device was placed successfully and was confirmed via x-ray. The chest tube was attached to active wall suction for initial drainage which was successfully achieved. It was reported that on the same day of the procedure it was discovered that the cook wayne pneumothorax catheter had been malpositioned during the initial placement. The cook wayne pneumothorax catheter was removed due to the need for an another intervention. The replacement chest tube device was placed using ultrasound guidance. The patient was monitored in the inpatient care unit (non-intensive care) as well as the inpatient ICU during the hospital stay. The date of admission to the date of the procedure was eight days. The date of admission to the date of patient discharge was twenty-seven days. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B3 (date of event): 01jan2017 to 31dec2019 d4: possible rpn¿s: c-utpt-1020-wayne-imh, c-utpt-1400-wayne-imh g4- PMA/510(k) #: exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 20jan2025. The drainage catheter was initially not placed successfully. The x-ray showed that the catheter was likely projecting over the 11th rib and posterior of the sulcus of the right chest. Further evaluation of the abdomen via CT scan showed the drainage catheter within the right perihepatic space.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.